Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial, dry and with clear surgical residue on the lens. Visual inspection found the lens haptic torn with residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -14.0/+1.0/105 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a longer lens due to refractive surprise. The problem is resolved. The cause of the event is reported as user error.